Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was observed for right ventricular (rv) automatic threshold detected as greater then programmed amplitude or suspended for this rv lead. Loss of capture and high threshold measurements were confirmed. This patient was experiencing symptoms. A chest x ray did not reveal a dislodgement.